Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went into ventricular fibrillation and could not be rescued from a dangerous rhythm. The patient is a heart failure patient and had to have his heart externally defibrillated. The patient went into ventricular fibrillation due to mismatched potassium levels and possibly a connection issue between the lead and header. The patient returned and a non-programmed stimulation study was performed. The physician also performed another defibrillation threshold testing with reversed polarity and found success in converting patient. The system was explanted and replaced with a safety coil and adapter. The patient condition after the procedure was fine.